Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: product ID: d-evolutfx-2329, serial/lot: unknown, use by date: unknown, UDI: unknown. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty was performed; however, hypotension was observed. During the implant of the valve, there was a rapid decrease in blood pressure, and the valve was deployed without rapid pacing. Following the implant of the valve, cardiac arrest occurred and advanced cardiopulmonary resuscitation (CPR) was performed for 50 minutes. Additionally, the patient was intubated, administered pharmacological support and intravenous therapy (IV) fluids, and a pericardiocentesis was performed that showed no annular rupture. A diagnostic coronary and access site angiography were performed that revealed adequate perfusion. A transthoracic echocardiogram (tte) was performed that revealed no paravalvular leak (pvl), and the transcatheter valve was properly functioning. It was reported that coronary occlusion, pericardiocentesis, access site fluoroscopy were all negative to any complications that could cause the cardiac arrest. On the same day as the implant of the valve, the patient died.

Manufacturer narrative:
Updated data: h2 h3 h6. Image review: intraprocedural fluoroscopic images were provided for review of the event. The patient¿s executive summary was not included, preventing a full anatomical assessment. Inspection of the valve load using fluoroscopy confirmed a satisfactory load. A balloon aortic valvuloplasty was performed prior to the attempted valve implantation. During the procedure, the patient developed hypotension, leading to rapid valve deployment. Imaging indicates that the valve was implanted following the first deployment attempt. Cardiopulmonary resuscitation was initiated. A post-implant angiogram confirmed adequate coronary perfusion and showed no signs of aortic dissection or rupture. However, aortic regurgitation was observed, which may be related to the guidewire or the patient¿s cardiac arrest. It was reported that the patient passed away on the same day as the implant procedure. Based on the available evidence, the cause of death cannot be determined. As stated in the IFU, potential risks associated with the implantation of the evolut fx biopr osthesis may include, but are not limited to, the following: cardiac arrest; death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that per the physician, the cause of death was due to "stone heart syndrome" or excessive sedation. Per the physician, the valve and dcs could be excluded as contributing factors to the death. Additionally, it was indicated that the death was attributed to the patient's advanced age and underlying disease.